Manufacturer narrative:
Approximate age of device - 3 years 7 months. A specific cause for the reported rise in the patient¿s ldh cannot be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist device(lvad). The hm ii lvad IFU lists hemolysis as an adverse event that may be associated with the use of the hm ii lvas and provides information regarding recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2018 for elevated lactate dehydrogenase(ldh) 406 when the baseline was 250. The patient received heparin and a unit of blood and was then discharged.

Manufacturer narrative:
The pump remains implanted supporting the patient. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.